Event description:
The surgeon was using an m3-gold autoclavable foroblique telescope during a turf procedure, he complained that there was no proper visualization. He was not using a camera. The surgeon aborted the case mid-way through the procedure. He went to place the catheter and realized that it was not seated properly. When he took off the drapes, he noticed that the pt's abdomen was distorted. The surgeon opened the pt and found that the bladder had been perforated. The pt spent some time in the ICU, but has since been sent home. A loop and a dac cord were also used in the procedure, but were discarded by the facility.

Manufacturer narrative:
A visual examination of the scope revealed severe burn marks and excessive heat discoloration at the distal tip. The stainless steel outer tube has been severely melted in two different locations and the light fibers have been damaged at those same locations and the light fibers have been damaged at those same locations. It is also noted that moisture can be seen in the lens train using a 10x eye loupe. The distal window is chipped at 12 o'clock position when viewing from distal end and the light post up. The image is noted as cloudy due to internal damage to the telescope, likely due to overheating. Light output is at 8.11%, well below the required 22%. Damage appears to be user error. Repair is required.